Manufacturer narrative:
On 10-feb-2021, mentor received additional information regarding the revision surgery. The reason for the revision surgery was right-sided deflation. Updated reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: visual analysis of the returned device revealed a crease/fold on the posterior view. Additionally, a tear was found within the crease/fold, measuring approximately 1.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 300cc mentor smooth round moderate plus profile prosthesis and experienced postoperative right-sided deflation. The patient underwent removal without replacement on (B)(6) 2021, and the right-sided deflation was observed. The reason for the explantation surgery is currently unknown.